Manufacturer narrative:
Method: analysis of programming history.

Event description:
Upon review of programming history for a pt from the netherlands, a faulted system diagnostic test was observed on (B)(6) 2005 which reset the pt's settings to unintended settings. A final interrogation was not performed on this date to verify pt settings. When the pt returned to the office on (B)(6) 2006, the reset was discovered and the pt's settings were changed back to intended settings.